Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 014 pta dilatation catheter was returned for evaluation. Dried saline was noted throughout the balloon and no other specific anomalies were noted during the visual evaluation. On functional testing, the guide wire lumen was flushed and an in-house guide wire was attempt to pass through the catheter lumen, however it didn¿t pass further near the proximal marked band. Then, the balloon was cut and under the microscope a tear on the guide wire lumen was noted near the proximal end of the balloon. No other functional testing performed. As the condition of use couldn¿t be replicated under the laboratory conditions for the reported lesion crossing difficulty and during the functional testing the in-house guide wire was unable to pass through the lumen due to the tear noted on the inner guide wire lumen, which observed during the microscopic observation. Therefore, the investigation remains inconclusive for the reported unable to cross lesion, but the investigation is confirmed for the identified guide wire advancement issue and identified inner guide wire lumen tear. A definitive root cause for the reported unable to cross lesion, identified guide wire advancement issue and identified inner guide wire lumen tear could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2024) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly unable to cross the lesion. There was no reported patient injury.